Manufacturer narrative:
Device evaluation use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation of the evo-fc-10-11-6-b of lot c2322058 was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 03 december 2025. The following was observed: visual inspection: device returned in protective tubing. Safety wire returned in place. Directional button in deploy position on return. Red marker pass the 11th dimple on return. Flexor observed to be broken at the clear section. Polyimide is slightly exposed on return. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed without issue. Unable to deploy the stent. The reported failure was observed. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2322058. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user that;¿¿the stent is mounted on an inner catheter which accepts a 0.035 inch wire guide, and is constrained by an outer catheter.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. It is known from the available information that a 0.025¿¿ wire guide was used rather than the instructed 0.035¿¿ wire guide. The smaller size wire guide would of provided insufficient support to the device , its possible that the device kinked due to lack of support which in turn lead to resistance during deployment causing the flexor break at the clear section. The break on the flexor would have caused the stent deployment issues. Confirmation of complaint complaint is confirmed based on functional/visual inspection. Corrective action/ correction complaints of this nature will continue to be monitored for similar events. Summary of investigation during an attempt to insert a stent in the billiary tract along the wire guide, the sheath of the introducer has burst. Confirmed quantity of 01 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Definitive root cause was established. The user has not complied with the requirements of the IFU and/or label . It is known from the available information that a 0.025¿¿ wire guide was used rather than the instructed 0.035¿¿ wire guide. The smaller size wire guide would of provided insufficient support to the device , its possible that the device kinked due to lack of support which in turn lead to resistance during deployment causing the flexor break at the clear section. The break on the flexor would have caused the stent deployment issues.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-dec-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event during the expanding of the stent, the introduction set broke. At what stage of the procedure did the complaint occur? - during stent placement what endoscope type and channel size was used? - olympus endoscope-q180v channel 4.2 what was the position of the elevator? (Was it opened or closed?) - open details of the wire guide used (diameter, type, make)? - cook metii-25-480 did any part of the stent contact the patient's anatomy when the complaint occurred? - introducer was inside biliary tract how long was the stent in the patient by the time this complaint occurred? - 2 minutes for devices where the IFU states for longer term patency has not been been established, was periodic evaluation complete and how often? - . What was the target location? - biliary tract did the patient exhibit difficult anatomy (n/a, tortuous, altered)? - no if altered please indicate the procedure type (e.g., cholodochjejunostomy) - . Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) - no if additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day - . What was the length of the diameter of the stricture? - 3 cm where was the stricture located in the body? - biliary tract was there resistance felt passing the wire guide through stricture? - no was there resistance felt passing the evolution through stricture? - no was the stricture dilated before stent placement? - no. Was the product inspected for kinks or damage before use? - yes was resistance felt during insertion into patient? (If yes, at what point) - no. Was the directional button pressed during use? - yes was any part of the stent observed in contact with the patient's anatomy at the time of failure? - no are images of the device or procedure available? - no.